Event description:
Event description guidant received information that this newly implanted ventricular implantable lead dislodged. The patient was reported to be too weak to undergo a lead revision procedure immediately.